Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope plastic distal end cover and distal end was burned. Additionally, noise occurred on the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event was possibly due to that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. Based on the information electrical problems that could be due to caused traced to component failure. However, the root cause could be not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.